Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level and due to diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 33 mmol/l. At the time of hospitalization. Customer experienced nausea for high blood glucose level. Customer reported that they were alright right to troubleshoot for high blood glucose level. Customer were treated in the intensive care unit. Customer reported that the insulin pump had incorrect basal rate that was not delivering insulin even though bolus appeared to be working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with missing display window cover, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).